Event description:
It was reported that a monarc subfascial hammock was implanted and caused, "infection or inflammation, tissue abrasion, severe and permanent bodily injuries, significant mental and physical pain and suffering and economic loss."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.